Manufacturer narrative:
Unit passed self test. Unit alarmed pump error alarm during rewind due to corroded motor home switch. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer reported that they were able to clear the alarm and able to rewind the insulin pump. The customer performed the self test and they were able to passed the test. No harm requiring medical intervention was reported. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.